Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements in bipolar configuration. Good capture was obtained in bipolar. Impedance measurements in unipolar were acceptable. Boston scientific technical services (ts) discussed a possible loose connection or current of injury post implant. An x-ray was performed and a loose connection was observed. An invasive procedure was performed. The lead was reconnected to the device and acceptable impedance measurements were obtained. No additional adverse patient effects were reported.